Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. During in-house testing, the high resolution stereo viewer (hrsv) was installed on the si system and analyzed. It failed to display image on the right eye when power up. Error 121 appeared in the logs means "system_err_console_hrsv_backlight _alarm". The complaint regarding vision issue was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right high resolution stereo viewer (hrsv-r) of the surgeon side console (ssc) 1 displayed a black screen. The customer rebooted the system, but the issue persisted. It was dual ssc system so the customer elected to convert to ssc 2 to continue the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the system functionality was checked upon powering on, and the system initialized without error. The hrsv-r displayed black screen almost at the start of procedure. There was no patient injury/harm. The customer confirmed that no intra-operative or post-operative complications occurred.

Manufacturer narrative:
Based on the claim against the product by the customer noting vision issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. During the field evaluation, the fse conducted an inspection and found the right high resolution stereo viewer (hrsv-r) displayed black screen even after power cycle of the system. The fse replaced the hrsv-r to resolve the issue. The system was tested and verified as ready for use. The complaint of vision issue was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Isi received the hrsv; however, the failure analysis investigation is in progress. A supplemental MDR will be submitted if any additional information is received.